Event description:
A customer contacted baxter tech service regarding an overfill during fill 2/4 of therapy using the homechoice sys. The home pt had filled with a volume of 1538ml of a programmed fill volume of 2000ml. The drain volume in drain 1 was 1736ml. The home pt manually drained 1999ml. The home pt presented symptoms of abdominal discomfort, abdominal bloating and difficulty breathing. The ultrafiltration at the time of the call was negative 252ml. The service rep then assisted the home pt to end therapy. The home pt would complete therapy using manual supplies. There was no pt injury or medical intervention indicated at the time of the initial report.